Event description:
It was reported that prior to a breast biopsy procedure, an error code l3-021 was received. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The customer complaint has been verified. The vso (solenoid) was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.